Manufacturer narrative:
Analysis & conclusions: mesa has concluded the investigation of this complaint and determined that the lot meets specification. Mesa continues to track, trend, CAPA assigned, and react to customer complaints. No adverse event occurred. The manufacturer has not confirmed that the device malfunctioned.

Event description:
Patient tested on (B)(6), got result on (B)(6) with the accula as sars cov 2 positive. ((B)(6)) lot #: p21355-007. Patient tested at home (unknown kit) and got a negative result. Patient tested at curative ((B)(6)) on (B)(6) at curative with pcr (unknown platform) and got a negative. No adverse event occurred.

Manufacturer narrative:
Mesa performed analysis of the confirmed retain false positives and determined that contamination of manufacturing areas was the root cause. Corrective actions have been identified and implemented to control and ensure that contamination events are addressed. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.

Event description:
Patient tested on 1/27, got result on 1/28 with the accula as sars cov 2 positive (at curative jury duty lot, san rafael, ca) lot #: p21355-007. Patient tested at home (unknown kit) and got a negative result. Patient tested at curative (from berkeley adult school (rpcr), berkeley) on 1/28 at curative with pcr (unknown platform) and got a negative. No adverse event occurred. Information reported by user is being reported as required by 21 cfr 803.